Event description:
The pt had a shocking/jolting sensation down his left leg while driving. He was at home in good condition and was re-directed to his healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).